Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, low out of range pacing impedance measurements less than 200 ohms was observed after several reposition attempts. The insulation was noted to be compromised due to the lead suture being placed through the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted cuts in the insulation 152-154 millimeters (mm) from the terminal pin, puncture holes were noted int he insulation along with deformed inner and outer conductor coils 175 mm from the terminal pin and dried blood/body fluid was noted in the lead insulation and in the helix housing and neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the puncture location 175 mm from the terminal pin. Laboratory analysis concluded that the fracture was likely a consequence of the suture being placed through the lead.